Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the subject device was manufactured over 15 years ago, its record could not be checked. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the cause of the reported phenomenon could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a corroded programmable in- put processor (pip) connector, software version was at 3.0 and needed to be updated to version 4.0 and hd-ee/ltf-vh not activated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during a unknown procedure, the image was too dim or too bright and white balancing was tried on the evis exera ii video system center. There were no reports of patient harm associated with this event.